Event description:
A neonate capillary sample was tested, using the suspect device, with a result of 72 mg/dl within minutes, an additional capillary sample was obtained (per hospital protocol) and when tested in the facility's lab, measured 25 mg/dl. An additional comparison was reportedly performed with neonate's capillary blood. The suspect device generated a result of 114 mg/dl and the facility's lab measured the sample at 83 mg/dl. Reporter did not indicate if the neonate was treated based on the values obtained on the suspect device. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. No product was returned to the manufacturer for evaluation.